Event description:
It was reported that this pacemaker had an alert for atrial tachy response (atr) technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Technical services provided reprogramming recommendations. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.